Event description:
It was reported that unspecified bd¿ ultrasafe safety guards detached. The following information was provided by the initial reporter: the safety guards are not attached, or they have come loose, or they are not in tact.

Manufacturer narrative:
H.6. Investigation: not any information, neither from pn nor batch number so there is no possibility of an investigation. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ ultrasafe safety guards detached. The following information was provided by the initial reporter: the safety guards are not attached, or they have come loose, or they are not in tact.